Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, that the pump shut off unexpectedly and that that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.